Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was contaminated with a piece of carton. This issue was identified before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available. No additional information is available.

Manufacturer narrative:
The actual device and twelve retention samples were received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. A cardboard particle was identified to be inside the primary package but outside the fluid path. The particulate matter was measured and according to the particulate size of one (1) mm, it is probable that the particulate could have enter by the six (6) mm perforations of the primary package. A visual inspection of the twelve (12) retention samples was performed and particulate matter was not observed. The reported condition was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.